Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hand assisted lap sigmoid colectomy, the surgeon was using the hand assisted port and using hand to present tissue planes while using a lap hook on a two button pencil set at 30 fulguration to dissect. The generator was in used that time. Next then was the surgeon requested a new gloves. After the case the surgeon showed a small burn at the tip of her finger.